Manufacturer narrative:
Preliminary investigation: to troubleshoot the issue, the abbott technical specialist watched the account's fpc pipette the htlv-I/ii assay and noticed that the 5 ul sample failed the dispense into the wall and instead clung to the fpc pipette tip. The failure to dispense into the well was not flagged by the fpc, so the run was stopped manually and no data was generated. Service performed a realignment of the fpc. In a recent abbott study using the htlv-I/ii assay, the absorbance values generated when no specimen was dispensed ranged from 0.004 to 0.040, which demonstrated that the assay is able to produce valid results when no specimen is dispensed. The lower limit range for specimen read on the ppc is 0.005, therefore values greater than 0.005 fall within the valid range of the ppc. The ppc readings do not identify the missing specimen as a low invalid. Negative results are generated for wells without specimen added which could result in false negative results for positive specimens. This is an initial report. Further investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account noticed an increased number of low flags while processing the htlv-I/ii eia assay. The account stated that during the past month, every htlv-I/ii run had 3 to 22 low flags per run. The placement of the low flags has been random on the tray wells and has been seen across all commander fpc's and commander ppc's at the account. No low flags have been generated on abbott or external controls and all controls have been in range. Service was requested for the commander fpc's and commander ppc's at the account. No impact to patient management has been reported.